Manufacturer narrative:
It was claimed that internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the device was checked and nozzle unit on air gas module was defective and needs to be replaced to resolve the issue. More information will not be provided as the client has used a third-party service. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. Neither the device log nor the claimed part were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).